Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue. The stm determined that the when the connection on the display cable was moved, the iabp encountered the same issue. To fix the issue, the stm replaced the cable assembly, backplane to coiled cord, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that when the display of the cardiosave intra-aortic balloon pump (iabp) was removed from the cart in preparation for transport of patient, the iabp shuts down while in transport mode. It was later reported to the getinge engineer that went onsite that when the display holder was popped up in preparation for transport, the cardiosave screen went black and appeared to cycle power and not pass the power on self-test with audio alarm sounding. There was no patient involvement and no adverse event was reported.